Manufacturer narrative:
Citation: gatto l et al. New-generation devices for transcatheter aortic valve implantation. Minerva cardioangiol. 2018 dec;66(6):747-761. Doi: 10.23736/s0026-4725.18.04707-2. Epub 2018 apr 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the key design features and the recent clinical data of the second-generation transcatheter aortic valve implantation (tavi) devices. The method for how the data was screened and collected for the review was not disclosed. The study population included an unspecified number of patients (patient demographics were not provided), an unidentified number of which were implanted with either a medtronic evolut r bioprosthetic valve or a medtronic corevalve bioprosthetic valve. No serial numbers were provided. The all-cause mortality rate was either reported or discussed for all the second-generation tavi devices featured in the review. Based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all evolut r and corevalve patients, adverse events included: new permanent pacemaker implantation, valve-in-valve deployment, repeat procedure, valve thrombosis, valve malpositioning, disabling stroke/cerebrovascular accidents, more than mild paravalvular r egurgitation, major vascular complications, life-threatening/major bleeding, abnormal valve gradients, and major vascular access complications. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.